Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the examination lamp could not turn on due to failure of the ignitor. Also the power supply unit had failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but returned to olympus trading (shanghai) limited (osh) for evaluation. Osh found the following on the subject device. Main lamp does not light up. Igniter failure. Malfunction power supply unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Long-term repeated use has resulted in deterioration and failure of the igniter because more than 7 years had passed from the subject device had been manufactured. The parts of the power supply unit deteriorated and the power supply unit failed due to repeated use for a long period of time because more than 7 years had passed from the subject device had been manufactured. As a result, it was impossible to supply power to lamp and it was not light up.